Manufacturer narrative:
(B)(4). It was also reported that the distributor visited the user's home to replace the ventilator. Before removing the ventilator from the patient's home the device was inspected for the reported display event. The reported event was not duplicated during testing.

Manufacturer narrative:
(B)(4). The service engineer evaluated the returned single board computer (sbc) printed circuit board (pcb) the pcb, and was unable to verify the customer reported complaint. The unit was attached to a test ventilator, power cycled on and off seven times, and no issues were found.

Event description:
It was reported that while changing a patient circuit, a ventilator display turned white and would not move to the operation menu display. The ventilator was powered off then back on to resolve the display issue. Although the event was resolved, the patient was removed from the device and placed on an alternate ventilator. There was no report of patient harm or injury as a result of the event. There is no report of death or serious injury associated with this event.